Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times during basal, bolus and prime for the past week. The customer changed the lot of infusion sets but problem persist. The customer temporarily resolved the issue by rewinding the insulin pump but alarm occurred again after time. The customer reverted to insulin pen. Blood glucose value was 101 mg/dl. The customer declined troubleshooting.